Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer¿s blood glucose level was 600 mg/dl. Customer experienced nausea and treated their high blood glucose level via bolus delivery. Troubleshooting for no delivery was performed. Customer was advised to change out their infusion set because they used an expired infusion set which resulted in the alarm. Customer advised they did not feel well and therefore were unable to troubleshoot for high blood glucose levels. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.